Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed and replaced for an unspecified reason. Initial routine analysis testing revealed that the device failed the labeled longevity calculation. Premature battery depletion was suspected. The device was forwarded on for further detailed laboratory analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.